Manufacturer narrative:
Analysis of the lead found that the conductor lead body was broken at the injex anchor site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that there was an impedance issue: >40,000 on 0-7 and 17 ,000 with 8-15. A colleague had met with the patient on the date of the report and noted the out of range values. It was unknown if they changed the reference electrode. Troubleshooting was discussed, including x-ray, palpating, checking right side lead by moving reference electrode to 8. There was no known activity or event that prompted the issue. The patient had not fallen. The patient was a poor historian. No patient symptoms were reported. No further information was provided. No complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). There were no known issues with the leads for the first few months after implant, and then the patient started feeling jolting and their coverage had changed. It was reported that the patient had some pain return. The patient could not recall any event that may have caused the high impedances found on contacts 0-7 except maybe slipping on the ice. Troubleshooting performed included the impedance check, reprogramming of contacts 8-15, a x-ray and a MRI. On (B)(6) 2018, the 0-7 contacts were tested again during a lead revision, and they were deemed to not be working. The ins was also tested during the surgery. The lead was removed and replaced. The patient recovered from the (B)(6) 2018 surgery and the impedance issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
A supplemental report will be sent when analysis results are available. The conclusion code 92 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-mar-02 reporting that on 2018 (B)(6) all electrodes on the lead were "out." The patient had not explanation of what occurred to result in this issue. The lead was replaced on 2018 (B)(6) and the patient was confirmed to have recovered without sequela. Additional information was received on 2018 (B)(6) from the health care provider (hcp) via a manufacturer representative reporting that the implantable neurostimulator (ins) was functioning. Both the 0-7 and 8-15 slots of the ins were checked. The lead was reported to be the only item in question at the time of the report. Post the original implant in november 2017 there was no impedance issue and the patient had good coverage. The patient had good coverage and then did not. No further complications were reported.